Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint not confirmed. The event where the second implant would not deploy cannot be verified since the device was returned disassembled with the right and left handles separated. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl procedure, after the surgeon pressed #1 and inserted the speed cinch into the joint, he squeezed the trigger and it got stuck, he squeezed again and the device fell apart. The first anchor deployed and seated. The surgeon cut the suture and tied the implant down, completing the case.